Manufacturer narrative:
Field service engineer (fse) was on site on (B)(6) 2008. Fse performed a high sensitivity system check and passed within instrument specifications. Fse indicated that the customer has changed the sample type from plasma to serum. Although the root cause of the event is unknown, sample handling may be possible contributory causes to this event. This is one of two separate MDR reports related to two patient events associated with a single malfunction. Reference MDR number 2122870-2011-01579 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc., (bci) on (B)(6) 2008 in regards to erroneously elevated accutni (troponin) result in the risk stratification range for two patients. The results were generated on a unicel dxc 600i synchron access clinical system. The initial erroneously elevated accutni results were reported outside the laboratory. The customer re-ran the samples and they were within the normal reference range. The correct results were then reported. It is not known if there was any change to the patient treatment. The patients were admitted for further observation. This report refers to patient number one.